Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned. The complaint cannot be confirmed. Manufacturing record review. A review of the manufacturing records could not be performed as a product lot number was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot # - not provided. Expiration date - not provided. Unique identifier (UDI#) - not provided. Device manufacture date (mm/dd/yyyy) - not provided. (B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Physician experienced a suction loss on a patient's right eye (od) during the raster. Physician recognized it but continued with the treatment. The flap lifted with some difficulty but lifted completely. Excimer treatment was completed as planned. No patient injury reported.